Event description:
Pt status post prodisc-c implantation level c6-c7 returned to surgeon complaining of pain radiating down both arms. Surgeon noted at implantation the implant was placed more posterior than he liked. An x-ray was taken that showed the implant has not moved since implantation. Surgeon removed the hardware and fused with vectra plates.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review will be requested.